Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. A complaint history examination indicates there were no additional complaints associated with the phaco tip lot for the reported issue. Review of the device history record (DHR) indicates the order was built to specification at both manufacturing sites. No sample was received at either manufacturing site; therefore, functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned to either manufacturing site for investigation. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that loss of aspiration occurred during a cataract procedure due to blockage of the aspiration line and tip. The product was replaced and the procedure was completed. There was no patient harm. The report has declined consent to follow-up.